Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/14/2020. .

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested and the following was obtained: did the reservoir inflate quickly upon activation? Yes. Was leakage detected? If so, where? No further information is available. Or was there a failure of the locking plate mechanism due to which the reservoir swelled immediately ? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a laparoscopic cholecystectomy on (B)(6) 2020 and a reservoir was used. After lifting the bottom flap, the reservoir swelled immediately, thus, suction could not be done. The reservoir was reconnected to the drain, but the same issue occurred. So, the reservoir was replaced to another one, then, suction could be done after bending up the bottom flap. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.